Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4).

Event description:
(B)(6) called in on behalf of customer and interpret spanish/english for customer. Customer states that the meter is giving him high results with a 100 point difference compared to his sister's meter. Customer is comparing his results of 298mg/dl fasting with the true metrix air meter and a 124mg/dl with his sister's meter customer states his glucose results are in the morning between 7:30-8:00am and was unable to give the exact time for the last five memory results. Customer states his normal glucose results range is between 90-140mg/dl fasting. Customer is storing his strips correctly. Customer states he has control solution but unable to test at this time. Customer states he is unable to run a blood test at this time. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call as a result of blood glucose results. The meter memory was reviewed for previous test result history: the 204mg/dl (B)(6) 2017 07:30:00 am fasting: yes, the 278mg//dl (B)(6) 2017 07:30:00 am fasting: yes, the 298mg//dl (B)(6) 2017 07:30:00 am fasting: yes, the 218mg//dl (B)(6) 2017 07:30:00 am fasting: yes, the 298mg/dl (B)(6) 2017 07:30:00 am fasting: yes. Memory concerns: 298mg/dl.